Event description:
It was reported the gastrointestinal videoscope image on screen was going in and out. The issue occurred during therapeutic esophagogastroduodenoscopy while patient was sedated. The procedure was prolonged for greater than or equal to 30 minutes and completed with same device. There were no reports of patient or user harm.